Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a red alert had been generated for this system due to a pacing impedance measurement greater than 2000 ohms on the right ventricular (rv) channel. It was noted that the rv lead is from a competitive manufacturer. A boston scientific technical services consultant documented and discussed troubleshooting with the caller. No adverse patient effects were reported.